Event description:
Customer called lfs on 5/2002 alleging their meter would only prompt "clean test area" message. According to the documentation made by ccr, customer was hospitalized due to the "clean test area" message. Meter had been giving the "clean test area" message intermittently for a few weeks. In 2002 customer went to the ER due to high blood glucose symptoms. Pt was unable to obtain a blood glucose result, due to the "clean test are message". Pt was tested in the lab and pt had a blood glucose result of "492 mg/dl". Pt was treated (unknown) at the ER and released shortly after. Customer was seen by their physician 3 days later. Pt had a blood glucose result of "260 mg/dl". Physician increased their insulin by adding an additional 10 units of humulin n for the evening. Physician also asked that pt increase testing their blood glucose to twice a day. Customer could not recall any quality control testing or cleaning. Ccr replaced the meter. Issue was not resolved. No further info was provided.